Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos pcb and the system hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.